Event description:
Factory analysis of a returned power supply revealed a component malfunction that may result in the ventilator being unable to operate from ac or backup battery power. Malfunction of the power supply as described may result in shutdown of the ventilator during normal ventilation operation which may be detrimental if in use on a patient.